Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the up arrow and down arrow keypad buttons requiring increased force to engage was not able to be duplicated during testing. All keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed corrosion inside the battery compartment. A leak test was performed and the pump failed. The pump cover was removed and no moisture was found in the pump main compartment. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering. In addition to the unrelated issues, evaluation revealed that the audio bolus button was torn with a small hole at the center of the button. The audio bolus button responded appropriately to button presses.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons required increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.